Event description:
It was reported that a cartridge did not fit onto the pump. There was no reported adverse impact to the customer's blood glucose level. A new cartridge was loaded to resolve the issue.

Manufacturer narrative:
D9, b5

Event description:
It was reported that cartridge change errors occurred with multiple cartridges. Customer continued to use the pump for insulin therapy. There was no adverse impact the customer¿s blood glucose.